Event description:
It was reported that the tube which the device was contained in was detached when it was delivered to the customer. Other devices with the same lot were checked and the tube could easily be detached.

Manufacturer narrative:
Device has not been returned for eval.